Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This lead was included in a field action. Based on the information received and without the return of the product, it could not be determined if this lead performed as described in the field action. Concomitant medical products: 5076-52 lead, implanted (B)(6) 2004, 4194-78 lead, implanted (B)(6) 2004. (B)(4).

Event description:
It was reported that there was a possible failure of the right ventricular lead, which was later clarified as high threshold. The lead was explanted and replaced. No patient complications have been reported as a result of this event.